Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. The pump was still functional. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 241 mg/dl. Reportedly, the reason for the high bg level was because the customer overcompensated for the low bg that the customer had experienced earlier in the day. The health care provider was still adjusting the customer's settings; as the settings were not yet appropriate, the customer's bg levels went down to 54 mg/dl. The customer addressed high bg level with a bolus via the pump. Customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed on t:connect. The user made bolus requests for 0.13 units of insulin with a bg level of 53 mg/dl. There were no erratic basal rate adjustments. There were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.